Manufacturer narrative:
(B)(4).

Event description:
Procedure type: not available. According to the reporter: a nurse tried but found the balloon could not be inflated. New one was opened to complete the case. No patient harm. Nothing fell into the cavity. No bleeding.